Manufacturer narrative:
Sections with additional information as of 02-sep-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low and erratic blood glucose test results. The customer is concerned with test results from back-to-back blood tests of 67 and 82 mg/dl. The customers expected blood glucose test result range is: 120 mg/dl pm fasting after lunch. Under 200 mg/dl pm non-fasting after lunch. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 141 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturers expiration date is 10/14/2021 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history: (B)(6).